Event description:
During a biopsy and reconstruction of a lower eyelid, the towels and drapes burst into flames. It is reported that a spark from the electrosurgical unit caused this. The unit was immediately checked out by the facility bio-med department and they found no problem. The unit was returned to the factory and they found no problem. Blow by oxygen was being used at the time. The pt had reddened areas on her neck and chest. The dr applied ice and ointment.device not labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-oct-93. Service provided by: invalid data. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: none or unknown. Conclusion: no failure detected and product within specification. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: inserviced by other facility staff. Invalid data - on device destroyed/disposed of status.